Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a low blood glucose of 41 mg/dl. The customer had a high blood glucose of 331 mg/dl and a bent cannula. The customer treated with a manual shot of 6 units, which caused the low. The customer treated the low with glucose tabs. The call was disconnected and no troubleshooting was performed.